Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information received which indicated that the lead was not successfully implanted due to the patient had a cheesy septum and kept getting tissue stuck in the helix.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found stretched out helix and dried body fluid in the helix housing. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information received which indicated that the lead was not successfully implanted due to the patient had a cheesy septum and kept getting tissue stuck in the helix.